Event description:
It was reported during surgery, the driver tip broke during insertion of the 2.3mm locking screw while using the torque limiting driver handle. Spare driver tips were used to complete the surgery. It was reported the surgery was prolonged by 5 minutes. No adverse patient consequences were reported. It was also reported the driver tip was discarded by the facility and therefore, not available for evaluation. This report is related to report numbers 3025141-2023-00667 and 3025141-2023-00669 for the other devices involved in this event.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not available for evaluation. Manufacturing and inspection records could not be reviewed as device batch/ot number is unknown. Based on the information received, the root cause could not be determined.